Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the the insulin pump battery life display was inaccurate and that the display became pixilated when attempting to clear a low battery alarm. The customer did not provide their blood glucose value at the time of the incident. The customer did not provide information on events leading up to the incident. The customer declined to troubleshoot the issue. The insulin pump will not be returned for analysis.